Event description:
It was reported that the patient had an inappropriate shock due to a supra-ventricular rate higher than the shock-zone cut-off rate. Technical services discussed some programming options, for example, increasing the shock zone rate. There were no additional adverse patient effects. The system remains implanted.